Event description:
On 7/6/98, the following was reported to datascope: it was not possible to pass the iab catheter through the 10 fr sheath on 6/18/98. Another iab was not inserted into the pt. The pt expired on 6/19/98 because he chose not to have bypass surgery (CABG). It was reported that there was no pt injury or complication as a result of the event. [Event complications]: none from the event- rpt'd 6/18/98 & 7/6/98. [Pt's current status]: expired- rpt'd 7/6/98.